Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal components all assembled in a normal way. The stylet snapped into the sheath, stylet was withdrawn normally, and the plug component double-clicked into the sheath normally. When the plug component and stylet were removed together, the whole assembly came out, leaving the 8fr arteriotomy open and the assembled device in the doctor's hand, not attached to the arteriotomy. Manual compression was held at the 8fr arteriotomy for 45 minutes and hemostasis was achieved. While holding compression, the doctor had the fellow disassemble the angio-seal device to confirm that both the footplate and collagen plug were in the device and not the vessel. Both components were in the device, the footplate had never deployed beyond the tip of the sheath into the vessel. The arteriotomy was in a normal vessel (common femoral) without atherosclerosis and there was no difficulty with the access during this case. The patient was a stroke patient and fortunately did not receive tissue plasminogen activator (tpa) for time-since-onset reasons. Additional information was received on (B)(6) 2022: the patient was stable, and the procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the sample receipt date in section d9, to update section h3, and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The sheath was found to have been cut by the user. The anchor and collagen were found to have been deployed and were visible at the opening of the distal tip. No damage or issue with the device was identified. Functional testing was unable to be performed properly due to the condition of the returned device. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).